Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 7 hours later with the issue resolved and no permanent damage. Reportedly, the customer had allowed the cartridge to run out of insulin which resulted in the high bg. Customer reverted to an alternate method of insulin therapy, and recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. Device not returned.